Event description:
It was reported that during a retrospective review of device data it was identified that during a shock delivery, this system recorded a code 1005 indicative of high, out of range shock impedance measurements greater than 145 ohms. The associated rv lead was taken out of service; however, this device remained in service at the time of procedure and was subsequently removed from service at a later date to an unrelated reason. No adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct field b5: describe event or problem this product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that during a retrospective review of device data it was identified that during a shock delivery, this system recorded a code 1005 indicative of high, out of range shock impedance measurements greater than 145 ohms. The associated rv lead was taken out of service; however, this device remained in service at the time of procedure. No adverse patient effects were reported.